Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse confirmed the hard drive failure with the aia-2000 instrument. Fse replaced the dell all-in-one personal computer (pc) and a usb serial adaptor. Fse the calibrated the instrument and ran quality controls (qc). The results were within acceptable range. The aia-2000 instrument was performing as intended, the windows pc errors cleared. No further action required by field service. A 13-month complaint history review and service history review for serial number (B)(4) for (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints were performed. There was one (1) similar complaint identified during the searched period. The aia-2000 operator's manual under chapter 2: system configuration and functionality, chapter 3: system installation, transportation and storage, and chapter 7: data management provide guidelines on the aia-2000's all in one (aio) computer and on data management, assay parameters, and system specifications including host communications. The customer is to contact tosoh service center or local representatives for issues concerning the instrument. The most probable cause of the reported event is due to hard drive failure.

Event description:
On (B)(6) 2018, a customer reported unable to log into the aia-2000 and getting the windows pc errors. Per customer, the instrument has been down for two days and the current power is via a generator and another company's ups (uninterruptible power supply). The customer was unable to run patient samples on beta human chorionic gonadotropin (bhcg). On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.